Event description:
On (B)(6) 2011, pt reported the infusion set cannulas are bending and causing her blood glucose to elevate up to 480 mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt stated she has been treating herself with injections. Pt reported having issues with insertion. Pt stated she had trouble getting the blue piece pushed into the white piece. Pt reported they didn't click together easily for her. Pt stated the infusion sites also leaked. Pt manually inserted the infusion sets. Pt reported the timeframe between insertions and recognizing the issue was about an hour. Pt stated she experienced the issue more than once. Pt reported the first the issue occurred was when she first used the infusion set 3 days ago. Pt no longer has the alleged infusion set. Advised pt on available alternative infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product returned was requested.

Manufacturer narrative:
No product will be returned for eval.